Manufacturer narrative:
Alleged failure: cib ali, onsite, unit shut off during a case and not sure why please eval, ,sjc0014259. [Update - during a lap chole case, there was full loss of light occurred approximately 45 minutes into the case. I am not aware for how long the light was out but considering the circulating nurse had to swap the console out, it was for at least 10 minutes. A replacement device was used to complete the procedure. If the swapped console didn't work, they would have had to move the case from laparoscopic to open due to the bleeding. The hepatic vein was bleeding before the light turned off. There was no patient impact and no medical intervention or adverse consequences due to the bleeding.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a usb 3.0 a-to-b cable is bad, and/or not properly connected between the l11 led light source and the 1688 camera control unit. The l11 led light source is not designed to be connected to previous-generation stryker cameras, such as the 1588 video. A bad reed switch on a safelight cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.